Event description:
It was reported the left ventricular (lv) lead was causing diaphragmatic stimulation. The lv lead was reprogrammed off. The patient's ejection fraction had improved, so during a procedure for another product the lv lead was capped and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.